Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device does not take the ECG reading when using the disposable paddles. Additional information has been requested. The device was in use on a patient, but no adverse event to patient or user was reported.